Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7077124. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 537768.

Event description:
It was reported that the patient was experiencing overstimulation due to lead had migrated. It was also noted that the patient had difficulty charging the ipg. The patient underwent an scs revision procedure and was doing well post operatively. The explanted device was discarded at the facility.